Event description:
The father of a home peritoneal dialysis pt reported that the cycler gave a "not enough fluid" alarm in dwell 9 and the solution bag was empty but there was about 250 ml of solution in the heater bag. He was assisted to bypass to drain and to do the last fill of 50 ml. The data sheet showed that the drain volume was 320 ml. The prescribed fill volume was 160 ml. The pt was asleep and did not exhibit any symptoms of discomfort. There was no serious injury or illness.